Manufacturer narrative:
No device return anticipated due to this being a legal case. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Event description:
It was reported via a legal notification that a male patient, right knee implanted on (B)(6) 2013, underwent a revision procedure on (B)(6) 2022, approximately 8 years 11 months post the initial implant procedure for reasons unknown.

Manufacturer narrative:
As a result of additional information provided, the following fields have been updated: d6a, e3, e4, g3, and h6. Furth information and/or re-opened investigation findings will be provided within 30 days of receipt.

Manufacturer narrative:
H3: investigation results - the revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and images and radiographs were not provided.